Manufacturer narrative:
Previous examination of the returned devices finds evidence on the outer dome of the liner that a proud screw head was present in the implanted acetabular cup. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional info catalog and lot #. Update - (B)(4) 2013 - pfs and medical records received. Revision operative reports indicated that the cup was well fixed and that the metal liner was loose. The screw has been updated to a femoral head, as it was inadvertently updated with the wrong part/lot information. Depuy considers this complaint closed at this time.

Manufacturer narrative:
Examination of the returned devices finds evidence on the outer dome of the liner that a proud screw head was present in the implanted acetabular cup. The presence of the proud screw head may have been a contributing factor in the liner not seating and engaging properly with the acetabular cup, resulting in the report of disassociation. It is suspected that the screw not seating fully is related to the surgeon technique, rather than product related. A complaint database search finds no other reported incidents relating to any other patient against the provided product and lot codes since their release for distribution. Based on the investigation the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be re-opened.

Event description:
Metal insert was loose in the acetabular cup. During investigation found caused by proud screw.